Event description:
A customer reported that they observed a leak coming from the rear cubetainer of the onboard wash buffer of a unicel dxi800 access immunoassay system. They observed this when attempting to change the wash buffer cubetainer. No patient results were involved in this event. There was no modification to patient treatment associated with this event. A minimal amount of wash buffer was spilled during this event and was cleaned up by the lab technician. Personnel interfacing with the instrument were wearing personal protective equipment and no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site on 12/07/2011 for this event. The field service engineer (fse) identified that the rear container wash buffer line had a hole in the tubing. The fse cut the damaged tubing piece off and re-attached the tubing to the cubetainer. The fse then primed the system. Upon completion of the necessary and verified repairs the instrument was returned back into service.